Event description:
It was reported that lead impedance measured 134 ohms and triggered the chronic lead monitor alert. The lead has had varying impedance since the patient's last follow-up. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.